Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration, perforation of her uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful menstrution"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, endometriosis, allergy to metals, anxiety and depression had not resolved and the dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, irritable bowel syndrome and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received- new events dyspareunia (painful sexual intercourse), irritable bowel syndrome were added. Patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation of her uterus, coils were located in my uterus') and embedded device ('metallic wire embedded in the cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included other hernia, pelvic pain female, uterovaginal prolapse and uterine tenderness. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrution"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (laparoscopic total hysterectomy with removal or fallopian tubes, sparing ovaries with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, endometriosis, allergy to metals, anxiety and depression had not resolved and the embedded device, dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, irritable bowel syndrome and uterine perforation to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2009, 2008 ((noted discrepancy). Discrepancy noted - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, unspecified : yes. Result : unknown. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc(product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration, perforation of her uterus, coils were located in my uterus') and embedded device ('metallic wire embedded in the cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included other hernia, pelvic pain female, uterovaginal prolapse and uterine tenderness. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (laparoscopic total hysterectomy with removal or fallopian tubes, sparing ovaries and undergo a hysterectomy with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, endometriosis, allergy to metals, anxiety and depression had not resolved and the embedded device, dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, irritable bowel syndrome and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: reported : date of insertion: (B)(6) 2009, 2008 ((noted discrepancy). Discrepancy noted - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on an unknown date: essure confirmation test(s) conducted, unspecified : yes. Result : unknown. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received: event: 'metallic wire embedded in the cornu ', medical history, reporter information were added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration, perforation of her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful menstruation"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery to remove essure coils in (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, endometriosis, allergy to metals, anxiety and depression had not resolved. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, endometriosis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.